Event description:
It was reported the ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate on the third firing, instrument broke. A new stapler was used for the case. There was no consequence to the pt. 03/05/1998 it was reported that some of the inner parts associated with the firing mechanism broke.

Manufacturer narrative:
Tracking# 50090.